Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, the device experienced poor separator movement. The following information was provided by the initial reporter. The customer stated: it was reported that gel in tube did not move on initial spin. Have you had any reports of the light green tubes not spinning correctly, leaving the gel on the bottom of the tube? We have had 2 techs report this. The problem was resolved by re-spinning the tube.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, the device experienced poor separator movement. The following information was provided by the initial reporter. The customer stated: it was reported that gel in tube did not move on initial spin. Have you had any reports of the light green tubes not spinning correctly, leaving the gel on the bottom of the tube? We have had 2 techs report this. The problem was resolved by re-spinning the tube.